Manufacturer narrative:
An unexpected return confirmed a male luer break. Visual inspection as received confirmed the male luer collar to be cracked and broken. Closer inspection of the break under a lab microscope observed no stress marks or tool marks. No further testing could be performed due to the broken male luer collar. The root cause was identified as related to design of the specific male luer component.

Event description:
Although an unexpected tubing set with a syringe was returned by the customer, a photo from the receiving lab appeared to show a broken luer. No further information is available.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, patient demographics was not provided.

Event description:
It was reported that the luer broke. Although requested, additional information was not provided.